Event description:
It was reported that the stent detached from the balloon. A 9.0x40x75cm express ld vascular stent was selected for a procedure to treat an obstruction in the iliac artery. The 70% stenosed lesion was in a mildly calcified and mildly tortuous vessel. While inserting the express ld vascular stent onto a .035 guidewire, and before inserting it into the sheath, it was noticed that the stent was not on the balloon. The express ld system was retracted, and another express ld vascular stent was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: an express ld device was received for analysis. A visual examination of the returned device confirmed that the balloon was loosely folded and was not tightly wrapped and appears to have been subjected to positive pressure. No issues were noted with the balloon material. A visual examination found that the stent was not on the balloon and was not received back with the device. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device.

Event description:
It was reported that the stent detached from the balloon. A 9.0x40x75cm express ld vascular stent was selected for a procedure to treat an obstruction in the iliac artery. The 70% stenosed lesion was in a mildly calcified and mildly tortuous vessel. While inserting the express ld vascular stent onto a .035 guidewire, and before inserting it into the sheath, it was noticed that the stent was not on the balloon. The express ld system was retracted, and another express ld vascular stent was used to complete the procedure. There were no patient complications reported.